Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage as well as prime anomaly. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer stated that the insulin pump had scratches on screen make it harder to read. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. Device received with minor scratched lcd window. (B)(4).